Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 13 proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred. Thirteen other proglide devices were used with the same result. The sutures of three new proglide devices were successfully pre-placed at each access site. A 14f sheath was used in the procedure. The tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.